Manufacturer narrative:
Device has been evaluated but not yet repaired pending the customer's approval of the service estimate.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. Physical damage to the device was observed by the technician. The front panel/keypad led board needs to be reattached to the system board to correct the issue. An issue related to the active exhalation control module was observed. The device's active exhalation control module needs to be replaced to address the issue.